Event description:
It was reported that occlusion alarms occurred. System check was being performed by tandem technical support, however, the customer wasn¿t able to complete the check at the time of report. There was no adverse impact to customer¿s blood glucose level. Ultimately, the customer reverted to an alternate method insulin therapy.